Event description:
It was reported that the patient experienced a shocking/jolting sensation when the device was on. The patient is at home and was redirected to her healthcare professional. Further information is being requested from the hcp.